Manufacturer narrative:
The investigation into the reported access site bleeding has been completed. The root cause of the access site bleeding was unable to be determined as limited clinical details and no product were returned for investigation. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 61-year-old white female with cardiomyopathy was implanted with an impella for mechanical circulatory support. Patient is reporting pain in right arm near impella insertion site with small hematoma present. No action was taken to address it as it got better. Support continued with the implanted pump following the issue.

Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the access site bleed could not be determined.